Manufacturer narrative:
As no lot was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated accordingly. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced mesh exposure ¿ slightly left of midline, 2 x 1 cm; long suture tail protruding through vaginal mucosa on right with 2 x 3 cm ball of granulation tissue noted, vaginal odor, discharge, and bleeding. Excision of implanted vaginal mesh in (B)(6) 2025, removal of vaginal granulation tissue, cystoscopy via mac "[monitored anesthesia care]".